Manufacturer narrative:
The sample is not available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
During use, the clip was broken in two pieces upon introduction in the clamp. No patient injury reported.